Event description:
Patient reported being wanted by airport security. Later, patient turned stimulator on and increased stimulation on left side. No problems noted. Patient then increased stimulation on right side and experienced jabbing pain in left foot along with stimulation in the right leg. No report of device explantation.